Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132 description: precision spectra implantable pulse generator serial #: (B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing intense surgical pain, was unable to walk and had urinary retention following the implant procedure. The physician determined that the symptoms were caused by the implant procedure. The patient's system was explanted. The patient is now able to walk without assistance.